Event description:
It was reported that shaft fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 1.20mm x 15mm emerge balloon catheter was selected for dilation. However, during introduction, the balloon delivery shaft fractured. The device was simply removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient condition was stable.